Event description:
A nurse reported that during a vitrectomy procedure the infusion was inactivated by the equipment, both equipment and kit were exchanged. The procedure was completed, without impact to the patient. Additional information is not expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. Additional information is not expected for this case. (B)(4).